Event description:
Facility reports a dialyzer leak, external, on the first use of the dialyzer (not pre-processed). Ebl reported was 25-30 cc., leaking was from venous header. Both headers were reported as loose. Headers were then tightened and dialysis was continued without event. Dialyzer sample is not available.